Event description:
A facility representative reported via reply card that during an intraocular lens (iol) implant procedure, the lens was found to be bent. The lens was wasted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).